Manufacturer narrative:
A complaint investigation will be conducted. A follow up will be filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While removing the screwdriver from screw after screw in, the tip of screwdriver broke off and remained in the screw head. An expedium rod has been insert in screw head and was fixed with a locking screw.

Manufacturer narrative:
One (1) viper universal poly driver [product code: 2797-34-000, lot no: mi33398] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s distal tip was not provided for evaluation. Device was then sent to (B)(4) a staff research & testing engineer for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the poly driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.